Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The section d2 "device product code" has been modified from ¿fet¿ to ¿fdt¿. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed there were cracks at the distal portion and the proximal portion of the subject device. In addition, omsc analyzed the fracture surface and confirmed the characteristic feature of solvent-stress cracking. It is assumed that chemical solution adhered to the subject device led to the cracks and it resulted in the reported event. The instruction manual of the device has already warned as follows; do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Since the serial number of this device is unknown and omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography using the subject device and the olympus duodenoscope (tjf-q290v), the subject device detached from the tjf-q290v and fell into the patient¿s esophagus when the tjf-q290v was being withdrawn from the patient body. The subject device was retrieved from the patient body. There was no report of patient injury associated with the event.